Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) exhibited display error during calibration. There was no patient involvement reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) exhibited display error during calibration. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6) a getinge field service engineer (fse) customer reports broken coiled cable connector, unable to calibrate touchscreen and unite needs pim. Replaced coiled cable connector, touchscreen, pim and missing cable tie for coiled cable. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: touchscreen these parts were received with a reported unit failure message of unable to calibrate touchscreen. Performed visual inspection of these part received and parts look to be in good condition. Installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of touchscreen calibration failed testing and k4 solenoid failed testing; also, after the disk was plugged and tests would not continue, indicating major leak in the pim. Both parts failed testing. The touchscreen will not go back to the supplier. Retaining pim in the fat dept. As per procedure(B)(6)rev ap. This is the final investigation. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a